Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient has been getting a system error code (B)(4) on her handset on and off for a month or more, but recently the code has been more frequent. The rep states that the code appears after the handset connects to the communicator and is attempting to find the ins. Caller states that the code is always the same and occurs in the same spot, and the patient can¿t proceed to her therapy settings. Caller states that he recommended that the patient reset the handset today, but that did not resolve the issue either. The rep was transferred to repair. Additional information was received from the patient on (B)(6) 2020. Patient stated she received the replacement handset but is not able to communicate with her ins. Patient said she is placing the communicator on the skin. Patient was transferred to repair to replace the communicator. No patient symptoms were reported. Additional information was received from the consumer and a manufacturer representative (rep) on (B)(4) 2020. The patient called back as they said that they received their replacement parts less than a week ago and they were still not able to connect to the ins. During the call, after the communicator had been trying to connect to the ins the patient received the same error message: (B)(4) . Patient services consulted with mobility, some updates were made and the patient didn't receive the error message anymore however, even after repositioning several times, the patent was still unable to connect to their device. At that point, when asked, the patient said that they believed the ins might have moved, that it seemed higher than before, closer to waistband level. The patient reported that they had noticed this change around (B)(6) in the prior year (2019) as the ins site had been hurting. When asked, the patient stated there were no falls or trauma and the patient was redirected to contact their health care physician (hcp) office to ask what arrangements could be made to check the device during the covid-19 pandemic. That same day, the manufacturer representative (rep) called to review the notes on this report and the rep was transferred to technical services. The rep noted that they had called to review the concerns of the patient who had cal led in a few times, noting that they were not with the patient so technical services contacted the patient to troubleshoot. Bluetooth connection was confirmed, everything was restarted and after suggesting pressure on the communicator during communication the patient was able to complete telemetry and increase their stimulation. The patient reported that again that they felt that the ins had shifted around (B)(6) and prior to that the system had worked well. The patient stated they felt soreness around the ins that went away eventually. The patient also noted that one side poked out farther that day of the call. After this shift, the patient noted an increase/change in their therapy urgency increased. The patient was able to increase stimulation while on the phone and stated they would note any changes to their therapy. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and hcp: the healthcare professional's opinion was that there were no external/environmental/patient factors that may have caused or contributed to the ins shifting with one side poking out farther and the increase/change in therapy urgency increasing and no actions were planned. No further communication has been received from the patient. No further complications were reported or are anticipated.